Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying the battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred on (B)(6) 2011 at 8:00am. Four hours later, the patient claimed to have developed symptoms of feeling "shaky, lightheaded, dizzy, confused, sweaty and weak". The patient stated that she manages her diabetes with a combination of diabetes medication, novolin (30units in the morning and 20units in the evening) and glyburide (10mg twice a day). At 6:30pm, on the same day as the reported issue, the patient stated that she "skipped her novolin intake and only took glyburide" in response to the alleged product issue and at 12:15pm and 10:00pm, self treated with food/drink in response to the symptoms. At the time of troubleshooting, the cca determined that the battery needed replacement. The patient did not have a new battery available. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue occurred.